Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited some of the leds on the front panel do not light up and an air leakage from the electro-pneumatic proportional valve. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: in regard to the leds on the front panel not lighting up, it was presumed the leds no longer light up due to deterioration or life expectancy of the led elements. In regard to the air leakage from the electro-pneumatic proportional valve, it is assumed to have occurred due to deterioration or foreign matter clogging. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.